Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 06/30/2022 by a arthrex employee via sems that an ar-8925t tightrope would not flip. This was discovered during a case with no patient harm.

Manufacturer narrative:
Additional info: g.3 this 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.